Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product.

Event description:
Asr revision, asr xl: right, reason for revision: unknown. Update ad (B)(6) 2018: additional information received from (B)(6). Updated reason(s) for revision: alval / soft tissue reaction. Doi:(B)(6) 2010; dor:(B)(6) 2016; right hip.